Event description:
It was reported that loss of ventricular capture was observed via stored egms when an asymptomatic patient presented in clinic. Patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.